Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) with a mcs tip cover accessory installed. A small thermal injury was observed on the patient's bowel and was repaired via stitch. The planned surgical procedure was completed with a replacement mcs instrument tip cover accessory. No patient recovered well with no post operative complications or prolonged hospitalization. The delay of this report is due to the site's initial reporter going out on medical leave prior to submitting the report as initially intended. Upon her return, several weeks later, the report was filed. An isi representative was onsite during the procedure; however, believed the initial reporter would initiate the complaint record with isi customer service.